Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that an unknown duration post implant of this annuloplasty ring, the device was explanted and replaced with an unknown non-medtronic product. The patient was lost to follow-up with her previous implanting physician. There is no indication where, why, or when this replacement procedure occurred. No other adverse patient effects were reported.